Event description:
The patient reported a loss therapeutic effect; they had experienced symptoms of speech problems and "a fast tippy-toe walk" and indicated their current condition was fair. The patient was redirected to report symptoms to the hcp and for medical evaluation. Additional information has been requested from the physician. Refer to MFR report #6000153-2007-04672.